Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 with symptoms of increased thirst, after which the patient experienced the event with 4 sets, and the event was treated with a manual injection by the patient. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.